Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to patient complaints of negative dysphotopsia which impacted his quality of life, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol, b&l li61a0 lens. There was no patient injury during the lens exchange procedure. Patient prognosis post lens exchange was reported as symptoms resolved entirely. No further information is available.

Manufacturer narrative:
Additional information was received: immediately following surgery, the patient experienced a dark c-shaped shadow in his temporal peripheral vision which was distracting. He felt it interfered with driving. During the explant procedure, the iol was cut in half for removal, and there was no medication prescribed (outside of standard care), no suture(s), and no vitrectomy. The patient is doing well. No further information is available. The additional information is captured in this supplemental report. The following sections have been updated accordingly: section a-2: patient date of birth: (B)(6) 1956. Section b-3 date of event: immediately following surgery. Previously reported date of (B)(6) 2025 is no longer applicable. Section d-6b. If explanted, give date: (B)(6) 2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.